Event description:
Mayfield skull clamp slipped while in use on pt. The event resulted in a laceration to the pt. The event occurred post repositioning of the pt who was prepped for a cervical laminectomy. The pt had been pinned for approx five minutes prior to slippage. The slippage resulted in a laceration measuring approx 2 inches which was closed using staples. The event did not cause a delay or abortion of the procedure.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.